Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference #: 1627487-2019-07873. Related manufacturer reference #: 1627487-2019-08170. Related manufacturer reference #: 1627487-2019-08906. Follow-up information revealed the patient underwent surgical intervention wherein the entire drg system was explanted due ineffective therapy. The patient's ipg and additional lead have been added as new devices.

Event description:
Related manufacturer reference #: 1627487-2019-07873. Related manufacturer reference #: 1627487-2019-08170. Related manufacturer reference #: 1627487-2019-08906. Follow-up information revealed the patient's drg system was also replaced on (B)(6) 2019 due to ineffective stimulation.